Manufacturer narrative:
Additional information was requested; the response indicated no parts were replaced; however, it was indicated the customer repaired the equipment themselves. No further details were provided. Therefore, the cause of the reported allegation is unable to be determined. If additional information is later obtained, the complaint will be reopened and updated accordingly.

Event description:
The customer reported that the blood pressure data of patients being monitored was consistently high. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.